Event description:
A surgeon reported that there was no phaco power during a procedure. They exchanged the handpiece and cassette but could not resolve the issue. Following a system exchange, the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer tried different cassettes and handpieces without success. The system was switched out and after two add'l attempts was able to complete the case. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).